Manufacturer narrative:
Section a4: during processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received. A case of lead revision was reported to abbott. On (B)(6) 2023 rep reported md is removing a left l5 lead from patient due to lead cause nerve pain being subarachnoid. No complications during procedure. Therapy restored post operatively. No product will be returned. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was experiencing subarachnoid nerve pain at the drg lead site. Surgical intervention as undertaken on (B)(6) 2023 wherein the patient's lead was explanted to address the issue. Therapy was restored post-operatively.